Event description:
Ceramic tip broken off of resectoscope, was found prior to patient procedure. Recall from olympus medical device corrective action notice. Resectoscopes inner/resection sheaths dated (B)(6) 2026.